Manufacturer narrative:
According to the medical team review; this case reports an infection diagnosis approximately 4-5 weeks after surgical procedure. No conclusion can be made based on information provided as to the source of this suspected infection. It is highly unlikely that the device is the source of infection within the specified timeframe provided. Can not rule out other sources as origin of infection. (B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
Several weeks post an unknown procedure, a patient presented to the surgeon with an infection. During the initial procedure the physician used a fast-fix 360 straight ndl delivery sy. It is unknown what other products or devices were used on the patient at that time. The cause and treatment of the infection is unknown. The patient's current condition is unknown. No further information is available at this time.